Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red/green particles in the surface of the shell, yellow biological tissue in the surface of the shell, deformation and cloudy color in the gel and device appearance (observed 40 mm dark patch edge material inside gel device). Weight measurement identified weight to the specification. Voids were observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported a right side "exchange from textured to smooth implants due to the patient's concern with the product" and "any creases." Device has been explanted.